Event description:
The device was used during an unspecified gynecological prodedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp has reported the pt was bruised.

Manufacturer narrative:
1/6/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.